Event description:
I had the tvt mesh implant in (B)(6) 2008. All was fine for a while, now I am having awful side effects, chronic abdominal pain, leg and back pain, cannot sit down for long periods of time, tired (cannot sleep at night) feeling washed out and sick all the time. Cannot have intercourse with my husband. This tape has ruined my life and I want it taken out. It has to be banned from being used, who puts something into another human, that cannot be taken out? It was not researched enough, we were the guinea pigs in this operation, the first group of women to have them installed, we are the top of the iceberg. This mesh should not be allowed to be used. It has ruined lives. I am currently under investigation for what is causing me so much pain, swabs, smears, etc. But all are coming back negative and ok. I know what the problem is with me, so why won't anyone else admit this. I will do my utmost to get my life back, I have three small children and a husband to care for. I want something done.